Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the lead was connected to the device header, atrial lead was found to be dislodged. Physician attempted to reposition the lead. Physician was not able to unscrew the atrial lead out of the device header. Lead was stuck in half in ICD. Device and the lead were replaced. Patient¿s condition was stable.

Manufacturer narrative:
Correction: please remove device (B)(4) as the product should not have been reported as it has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.